Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the event required / resulted in in-patient or prolonged hospitalization. On (B)(6) 2020, the patient reported persistent nausea and uncontrolled pain. On (B)(6) 2020, the patient reported altered mental status. On (B)(6) 2020, the pump was reprogrammed. Examination in the hospital on (B)(6) 2020 revealed altered mental status improved. On (B)(6) 2020, the pump was reprogrammed where the rate was decreased 30%. The patient was sent to the emergency department. On (B)(6) 2020, a review of the patient's record indicated that the patient did not present to the clinic prior to passing to confirm resolution of symptoms. The outcome of the event was unresolved at time of study exit / death / study closure. Additional information received from an hcp via a clinical study indicated that the cause of death was end-stage renal disease and the death was not related to the device, procedure, or therapy. No further complications were reported / anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical study on (B)(6) 2020 regarding a patient receiving hydromorphone and baclofen (doses and concentrations unknown) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient reported nausea and lightheadedness one day post-pump refill in which the concentrations were changed to include bupivacaine and the opioid was rotated from hydromorphone to fentanyl. It was noted that medications were inadvertently changed secondary to error in the templates. The patient was using zofran from an outside provider. On (B)(6) 2020 the patient contacted the clinic and reported that they were continuing to feel nauseated and lightheaded. The plan was to refill the pump with a new concentration of medications. On (B)(6) 2020 the pump was refilled with new medication concentrations to allow for an increase in baclofen, a decrease in bupivacaine, and a rotation of the opioid to hydromorphone. The catheter was accessed to allow for immediate infusion of the new medications. Zofran was administered secondary to nausea and subsequent weight loss. On (B)(6) 2020 the patient reported persistent symptoms and started compazine. The event was ongoing and resulted in an unscheduled clinic/office visit. The etiology indicated the event was related to the device/therapy, was not related to the implant procedure, and was related to the drug with the addition of the new drug indicated as the drug action that caused the event. The clinical diagnosis was intrathecal (it) medication side effects. No further complications were reported or anticipated.